Event description:
The customer reported that the mainframe exposure button was 'sticking and had to work with it to get it to stop fluoroing. This occurred during a procedure with pt involvement, therefore may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.